Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported bleeding (access site adverse event) was use related per clinical details that the mattress suture had come undone and after replacing the suture hemostasis was achieved immediately. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d1 brand name was corrected accordingly.

Event description:
Clinical review/rationale: an impella rp flex was placed via the femoral vein to support the 71-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also on the impella cp pump for the left sided needs, and as such the support was a bipella of cp-rp flex. The underlying cardiac and systemic comorbidities were not shared. The cp was explanted and escalated to an axillary placed impella 5.5 which is captured in complaint (B)(4). The rp flex remained on for the support and had an access site bleed. The suture had come undone, and so the mattress suture was replaced and the patient had 2 units of blood transfused. The patient remained on the support however, did expire after one day of rp flex support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient was on both anticoagulation and antiplatelets, inclusive of brilinta, plavix, and aspirin. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.